Event description:
It was reported that during a thoracic lobectomy procedure, after a successful first use on parenchym, the second shot with a new reload misfired and the tissue was divided without having been stapled. Consequence was a major bleeding on the lobe parenchym where the surgeon had to suture from hand for hemostasis and aerostasis. There was also a remaining hematoma.